Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received readings of 462 mg/dl and 101 mg/dl within ten minutes on the aviva meter. No adverse event reported. Meter and strips replaced and requested for return.